Event description:
Plaintiff was employed as a nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff allerges suffering the following: hives, wheezing, occupational asthma, rhinitis, itchy eyes, coughing, pruritis and swelling. Plaintiff alleges, developing a latex allergy.